Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 350 units. A new cartridge was loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 89 mg/dl. Tandem technical support educated the customer that the cartridge had a 300 unit capacity.